Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. Review of the download data, indicates the patient received one appropriate treatment during vf. From 16:49:46 to 16:50:05, vt was seen. The device was shutdown at 16:50:06. Device shutdown prevented the lifevest from treating the patient. The rate of the vt arrhythmia was less than the physician-prescribed rate threshold of 150 bpm. The lifevest typically requires 60 seconds of sustained vt above the rate threshold to deliver a treatment shock. Vt was seen at 16:52:10 and 16:56:45, however the arrhythmia self-converted to a slower rhythm. From 16:57:18 to 16:58:51, vt was seen. Motion artifact, electrode lead fall off, and rb use prevented the lifevest from treating the patient. From 17:08:28 to 17:12:49, vt was seen. Motion artifact, electrode lead fall off, and hr falling below the threshold for treatment prevented the lifevest from treating the patient. At 17:12:56, vt/vf was seen. Varying amplitudes and motion artifact obscured the rhythm and prevent the lifevest from delivering a treatment. At 17:14:01, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment event was vf with varying amplitudes. The patient's post-shock rhythm was asystole. Patient was last seen in an idioventricular rhythm at 30 bpm when the device was shutdown at 17:28:03 on (B)(6) 2022. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.